Event description:
It was reported that a user experienced recurrent insulin cartridge leakage in an ilet system, with insulin observed pooling on the plunger side of the cartridge after elevated blood glucose and during routine use, despite adherence to standard cartridge change steps and absence of connector wetness. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included loss of medication and financial impact due to insulin waste. Investigation included a detailed review of the user¿s cartridge change technique, collection of lot information and coordination of replacement logistics. Investigation of this case revealed repeated leakage events consistent with a cartridge integrity or assembly issue rather than a connector or pump issue, based on the user¿s technique and the dry connector and tubing. It was concluded, based on previously established findings for similar reports, that the cause was a suspected cartridge kit malfunction.

Manufacturer narrative:
Initial.